Manufacturer narrative:
The cause for the discordant advia centaur xp vitamin b12 test results is unknown. A siemens field service engineer (fse) visited the customer site and found severely kinked tubing to the base pump. The fse replaced the v70 and v71 tubing, the acid pump and the base pump. The fse performed several precision runs with good results. Quality controls were within acceptable limits. It is unlikely that the parts replaced by the fse caused the discordant results. No conclusion can be drawn. The instrument is performing within specifications. The information for use (IFU) in the dilution section states: "samples with vitamin b12 levels greater than 2000 pg/ml (1476 pmol/l) must be diluted and retested to obtain accurate results."

Event description:
Falsely elevated advia centaur xp vitamin b12 results were obtained on a patient sample and were considered discordant when compared to repeat testing results. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp vitamin b12 results.